Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was applicable. The evaluation as mentioned in the service manual failed. The evaluation of the batteries and valves were in good condition cabinet and other parts were in good condition. Note additional failures observed - device alarms e: 0025 evt_circuit_disconnect.